Manufacturer narrative:
As of today the lead has not yet been returned. Should the lead be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this lead was explanted after it had dislodged. It was replaced with another manufacture's lead. There were no additional adverse patient effects reported. A request for the return of the lead was made.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently the lead was returned for analysis.